Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. Bsc ref: (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a precision twist transvaginal anchor system was used during a vaginal sling procedure on (B)(6) 2008. According to the complainant, during the procedure and with the device outside of the pt, it misfired. Procedure completed with another of the same device. The pt's condition was reported as "fine."